Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal cracked after it was loaded and the delivery device was removed from the loading device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood. The delivery device was returned outside of the loading device. The seal was extended outside of the delivery device and remained anchored to the tension spring. The seal was cracked along the fourth row from the center. The safety lock and plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for cracked seal. (B)(4).